Manufacturer narrative:
Device is a combination product. Device codes 1260 and 2915 relate to component code 515. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the ostial of the left main coronary artery. A 16 x 4.00mm promus premier¿ drug-eluting stent was implanted in the lesion. However, after post dilation was performed using a 4x12mm non-bsc balloon catheter at 18 atmospheres, it was noted that the stent margins were irregular possibly stent fracture. A 4x12mm non-bsc stent was placed inside the previously implanted stent and completed the procedure. No patient complications were reported and the patient's status was stable.